Event description:
User reported 4 false positive results. No information regarding additional testing. This is report 4 of 4.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-00418,419,420: test (B)(6)).

Event description:
User reported 4 false positive results. No information regarding additional testing. This is report 4 of 4.